Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet attachment and suspected leaflet tear. It was reported that this was a mitraclip procedure to treat grade 4+ (torrential) degenerative mitral regurgitation (mr). The first mitraclip was implanted reducing mr to grade 2. When the second mitraclip was inserted to the left ventricle near the first clip, the posterior leaflet came out of the first mitraclip, mr returned to grade 4, and the posterior leaflet was suspected to have torn. Leaflet may have torn with the first clip. The second mitraclip was deployed, to stabilize the first clip and mr was reduced to grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. The reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (a2 prolapse and flail, myxomatous leaflets, and a rotated heart) and procedural circumstances of challenging imaging due to the anatomy. The reported patient effect of tissue damage was likely a result of the slda and is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.